Event description:
From (B)(6): it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2012. According to the report, on (B)(6) 2013, the device was non-functional during infusion attempts through the system. The system was surgically implanted on (B)(6) 2013. No permanent adverse effects reported.

Manufacturer narrative:
Reporter has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.